Event description:
Boston scientific received information that during a recent routine device change out procedure, the competitor sales representative (sr) called boston scientific technical services (ts) and asked what the normal impedances for this right ventricular (rv) lead were as they were seeing greater than 125 ohms impedances. Defibrillation threshold (dft) test was done and a shock delivered which then showed the leads impedances within normal range. Ts stated that if is was a lead issue, the delivered shock would not have been successful so it does not sound as if the lead is fractured. To date, no additional patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.